Manufacturer narrative:
A1-a4: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while in the intensive care unit (ICU) connected to the centrimag, it stopped with an s3 alarm. It was turned on and off and it worked, however staff did not want to continue using it. It was also noted that the flow probe gave an error with the console. Related manufacturer reference number: (B)(4) (centrimag console). Related manufacturer reference number: (B)(4) (centrimag motor).

Manufacturer narrative:
Manufacturer's investigation conclusion: the flow probe was not returned for analysis; however, a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 4 days (24jan2024 ¿ 26jan2024, 30apr2024 per timestamp). Events captured on 30apr2024 took place at abbott. A system fault alarms (s3) activated on 25jan2024 at 10:25 ¿ 10:46 due to a communication fault with the motor. The alarm cleared when the motor was disconnected. The system was restarted at 10:48, and communication issues restarted resulting in a negative flow to be recorded; however, no alarms activated. The system was shut down again at 10:54. There were no other notable alarms active in the log file. There were no issues reported with the flow probe. The root cause of the alarms was conclusively determined to be caused by damage to the motor cable. The device history records for the flow probe were unable to be reviewed due to the serial number being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not experience any adverse consequences from the event and the pump did not stop. It was also noted that the flow probe gave an error with the console. It was noted that an iic error was a suspected cause of the s3 error on the console.

Event description:
The patient did not experience any adverse consequences from the event and the pump did not stop. The console, motor, and flow probe were exchanged, and the alarm resolved. It was noted that an iic error was a suspected cause of the s3 error on the console.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.